Event description:
Initial result for a pt calcium was 8.6mg/dl. When repeated, the result was 9.5 mg/dl. The incorrect result was not used to guide therapy. The account states their results are dropping over time. The field service representative could not find a malfunction of the analyzer.